Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned implantable neurostimulator (ins) passed all functional testing in the laboratory. No anomalies were identified. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a lead insertion test was performed on the ins. Insertion and withdrawal was performed 3 times with a dry lead, and found to be within specifications. {a known good lead was inserted and withdrawn 3 times into the connector port. Insertion spec: =3.0 lbs. Withdrawal spec: =2.0 lbs. Results: insertion=0.42, 0.43, 0.41 lbs; withdrawal=0.43, 0.42, 0.41 lbs.} continuation of d10: product ID neu_wrench_acc, lot#/serial#: unknown, product type: accessory. Product ID: 3058, lot#/serial#: (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: implantable neurostimulator. Product ID: 388928, lot#: 0212534061, implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that patient reported poor symptom control for approximately the past 6 months and in spite of numerous re programming attempts, no improvements. Electrode #3 noted to be out of range, patient denies falls. The healthcare professional said all programming options have been exhausted so lead needs replacing and ipg is nearing eri. The healthcare professional reported that ever since the implant on (B)(6) 2017, electrode #3 has been out of range. They also noted that at implant in 2017 there was difficulty inserting this lead into the header block of the 3058 and a second 3058 was opened and implanted and as a result a 3058 in 2017 was discarded at this implant. It was reported that the electrode 3 was possibly damaged at time it was implanted due to difficulty inserting lead into header block suggesting a bend in the lead. The healthcare professional had to re-implant the whole lead and given there was good response they elected to use the lead with the ins where only #0, #1, and 2 could be used. All programs c1-c7 were tried with additional pr ogramming to avoid the use of electrode #3. The healthcare professional reports that post operatively patient never really had a great result and as time progressed their symptoms deteriorated. This is why it was decided to replace the lead. The issue was confirmed resolved.

Manufacturer narrative:
Product ID: 388928, lot# 0212534061, implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis#: (B)(4):analysis information: 2017-06-13 19:08:17 cst pli# 10 product ID#: 3058. The returned ins passed all functional testing in the laboratory. No anomalies were identified. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a lead insertion test was performed on the ins. Insertion and withdrawal was performed 3 times with a dry lead, and found to be within specifications. {a known good lead was inserted and withdrawn 3 times into the connector port. Insertion spec: =3.0 lbs. Withdrawal spec: =2.0 lbs. Results: insertion=0.42, 0.43, 0.41 lbs; withdrawal=0.43, 0.42, 0.41 lbs.} continuation of d10: product ID: neu_wrench_acc; product type: accessory; product ID: 3058; lot#serial#:(B)(6); implanted: on (B)(6) 2017; explanted: on (B)(6) 2021; product type: implantable neurostimulator; product ID: 388928; lot#: 0212534061; implanted: on (B)(6) 2017; explanted: on (B)(6) 2021; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: neu_wrench_acc, serial# unknown, product type: accessory. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. See also mfg. Report no. 3004209178-2017-08448 with respect to the second ins, model 3058, serial no. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins, model (B)(4), serial no. (B)(4), found no anomalies. The ins passed functional testing. The lead insertion force was tested and found to be within specification. A known good lead was able to be inserted completely into the connector port without difficulty. The lead being used in the field when the reported insertion issue was encountered was not returned. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a possible faulty implantable neurostimulator (ins), which occurred during a procedure. The hcp went to connect the lead to the first ins and it would not slide right through to the end. It would only go about three quarters (3/4) of the way. The hcp tried wiggling and every angle to get it in, and the lead appeared in good condition. The hcp decided to discard this first ins, a second ins was opened, and the same thing happened. She decided to secure it at this point, so that only three (3) electrodes were through. Impedances were checked and it was found that all were okay except for electrode 3. The hcp believed that the lead looked to be in good condition, although could not be exactly sure. She decided to leave this second ins implanted , as the successful program was c3 and did not require electrode 3. The consumer was setup in recovery and felt stimulation on c3 at 1.2 v. It was noted that all troubleshooting options known were tried. The issue was noted as not resolved at the time of the report. The consumer¿s medical history noted allergic to seafood. No symptoms were reported. There were no further complications reported and/or anticipated.